Event description:
It was reported that oversensing was noted and it was decided to explant the whole system. The patient was upgraded to crt-p system. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the leads under complaint were returned for and subjected to an extensive analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for the pacemaker and the leads were reviewed. All production steps were performed accordingly, and the final acceptance tests proved the devices functions to be as specified. Inspection of the returned follow-up data from february 23rd, 2024, revealed the presence of small noise signals around the zero-band in the bipolar-ra and unipolar-rv channels. The root cause for this observation is not determinable based on the data. Therefore, the devices were analyzed. Edora 8 dr-t sn (B)(6). The pacemaker was visually inspected, revealing no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. The spring elements did not show any deviations. At a next step the pacemaker was interrogated and the memory content was analyzed. The battery status was ok and the data showed a normal device behavior while implanted and in service. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional sensing test was performed. No noise was detected during the test. The clinical observation was not reproducible. Solia s 60 sn (B)(6). The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a damaged suture sleeve and a deformed conductor coil 6.5 and 20.5 cm distal to the is-1 connector pin, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Solia s 53 sn (B)(6). The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a damaged suture sleeve, a deformed conductor coil 19.5 cm distal to the is-1 connector pin and cuts into the insulation. These damages most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. In conclusion, the three devices were fully functional during inspection. The clinical observation was not reproducible. The analysis did not reveal any sign of a malfunction, neither a material or manufacturing problem.